Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. On (B)(6)2023, it was reported that the patient experienced no audio alert for hypoglycemia and the patient stated the dexcom app didn't warn her when her estimated glucose value (egv) was getting low, causing her to pass out. The patient was transported to the emergency room by unspecified means and treated with unspecified IV glucose. At the time of the report, the patient was reportedly in good condition but felt tired. The reason for the call was to obtain a replacement sensor. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, it was reported that the patient experienced no alert for hypoglycemia and the patient stated the dexcom app didn't warn her when her estimated glucose value (egv) was getting low, causing her to pass out. The patient was transported to the emergency room by unspecified means and treated with unspecified IV glucose. At the time of the report, the patient was reportedly in good condition but felt tired. The reason for the call was to obtain a replacement sensor. There was no additional documentation of further medical intervention. Data was requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information was available.